Event description:
It was reported that the device was issued to home care patient gave an alarm. The reporter stated there were 60 total events occurring for separate patients on a variety of drug therapies. The reporter stated the alarm messages for these different events included "no disposable- pump won't run" and various "error code" messages. The reporter stated that in some cases the alarm condition interrupted the infusion. No adverse effects to patient reported. The reporter has not provided any further information for each separate event.

Manufacturer narrative:
Corrected data: corrected b3: event date unknown.